Manufacturer narrative:
The reported event of loss of capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the four tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the right ventricular lead failed to capture. The lead was not used and replaced. The patient was in stable condition.